Manufacturer narrative:
Reason for reoperation is deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, a delamination of valve, a crack and a linear opening. A leak test was performed and two openings were found and a delamination of valve. A microscopic analysis identified a curved striated opening on anterior side assessed as surgical damage, a curved crack opening in valve assessed as cracked valve seat diaphragm valve and total delamination of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. Crack opening on valve assessed as cracked valve seat diaphragm valve. Delamination of diapherm flange disk assessed as adhesive failure.

Event description:
Patient reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.